Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio: 1.6, lab: 2.2. Date: (B) (6) 2010, inratio: 2.4, lab: 3.0.

Manufacturer narrative:
Investigation pending.